Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was capped due to no capture and undersensing. The lead was not replaced due to the patient having atrial fibrillation. No patient complications have been reported as a result of this event.